Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 1ml of juvéderm® volux¿. The same month later, the patient was injected with 1/2ml of juvéderm® volux¿ and with 1/2ml of juvéderm ultra plus® xc. Approximately two months later, the patient was injected with 1/2ml of juvéderm® volux¿, with 1/2ml of juvéderm ultra plus® xc, and with 1/2ml of juvéderm® volbella® with lidocaine. About one month after the last injections, the patient experienced ¿inflamed cheeks and nodules in cheeks and jawline.¿ ¿commenced on a delayed onset nodules management protocol.¿ symptoms status is unknown. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)), (B)(6) (emdr-(B)(4)), (B)(6) (emdr-(B)(4)), (B)(6) (emdr-(B)(4)), and (B)(6) (emdr-(B)(4)). This emdr is being submitted for the juvéderm® volbella® with lidocaine.

Manufacturer narrative:
Additional, corrected, and/or changed data: b2 and h6.

Event description:
No additional information provided.